Event description:
It was reported that an ilet displayed charging indicators while on a wireless charger, yet the battery level did not increase, the device powered off immediately when removed from the charger, and two blue circles flashed on the screen, consistent with a device-related charging failure involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an energy storage system problem characterized by premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.